Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead had multiple dislodgements and could not be fixed in the right auricular appendage. The ra lead was not used and a replacement lead was implanted. It was further reported that cutting the sheath caused lead dislodgement to occur. The sheath was replaced. No patient complications have been reported as a result of this event.